Event description:
Boston scientific received information that this device was a part of a system explant due to an infection. Upon explant of this device a detached header was noted. This device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigaiton will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was separated from the device case and the associated feed-thorough wires were broken. Tool marks were evident on the case of the device. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header, with no ma on the case, which indicates the header was not forcibly removed. Automated electrical testing of the device was not possible due to the fractured header and feed-through wires; however, appropriate pacing and sensing were verified by probing where wires entered the feed-through. Loose/separated headers are due to insufficient adhesive bond strength between the header and the device case. Header flexing that occurs while the device is implanted may cause a loose/separated header due to cyclic fatigue, as was noted in this case.